Event description:
A small tear was found on the slush drape. The tear was discovered during clean-up and after an open-heart procedure. The tear caused the water in the warming basin to leak through.